Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt received a letter from his doctor. The pt has had blood work, MRI, x-rays and a hip aspiration. The pt reports that he has pain in the joint in the front and right side of the hip. The pt's discomfort has lessened over time in the front of the hip however, he still has significant discomfort on the side. The discomfort began approx in (B)(6) 2012. The pt experiences a burning sensation on the right side when he stands from a seated position. The discomfort occurs daily at various times. The pain is impacted by certain activities.